Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a lead impedance warning and polarity switch one day after implant. High, undefined impedance and no sensing of intrinsic ventricular activity was noted in both unipolar and bipolar configurations. High thresholds and no capture at maximum outputs were also noted. A chest x-ray showed no change in the lead position. A lead revision was planned. During the procedure, the right ventricular (rv) lead was removed from the generator and testing showed normal and expected values. The lead was then reconnected back to the generator which also showed normal and expected values. It was suspected the cause of the previous abnormal readings were a result of a pin/header connection issue. The implantable pulse generator (ipg) and right ventricular (rv) lead remain implanted and in use. A device check conducted the next morning continued to show normal values. No patient complications have been reported as a result of this event.